Manufacturer narrative:
The subject device was not received for evaluation. The user discarded the device. The cause of the reported event cannot be determined.

Event description:
2 of 3. It was reported that when customer tried to remove the maj-209 from scope, the long end bent and broke leaving the valves stuck in the scope. The issue occurred towards the end of a diagnostic bronchoscopy procedure. The procedure was completed with the same equipment. There was no delay in the procedure. The equipment, both the scope and the valves, were inspected prior to the procedure and were all found to be fine. The scope did not become stuck in the patient and did not need to be cut. The valves were attempted to be removed from the scope by twisting and pulling out but the stem broke. Nothing fell into the patient.